Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with broken reservoir tube lip noted. The insulin pump passed displacement test, idle current, run current, self-test and off no power test.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value unknown. Troubleshooting was performed. The customer reported that the battery on their insulin pump was lasting only three days. The customer also reported that thread where the reservoir screws in was breaking. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.